Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed with a button error. Customer's blood glucose was 300 mg/dl. The customer was advised the insulin pump would be replaced and agreed to return the device for analysis.